Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the proximal femoral nail anti-rotation (pfna) nail was being hammered down into inter-medullary canal by striking the connector for insertion handle for pfna attached to the insertion handle, radiolucent, for pfna. The nail was over inserted, and was attempted to be extracted a couple of centimeters. The hammer guide was attached and slapped out with a slap hammer. As it was being slapped out, the tip of the connector for insertion handle for pfna broke off in the insertion handle. The tip was able to be removed from the handle by nursing staff at the end of the case. Surgeon was happy with the point the nail ended up in, and no further adjustment to nail position was required. There was no delay in surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. An evaluation was performed on the returned device. As per received condition of device; the tip is broken. The investigation has confirmed that distal end of the instrument broke off. The shaft shows untypical marks of mechanical impacts. Review of material and manufacturing documentation confirmed that the instrument was produced to specification. No failure in material or manufacturing could be detected. As the event reported informed about partially nail extraction it is obvious that the intended use of the instrument has not been followed as well as the marks on the shaft introducing a high mechanical force while performing the partial extraction. Therefore the mechanical force overstrained the material which finally lead to the breakage of the tip. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.